Event description:
It is reported that shell was implanted too vertically. Pt was subluxating from day 1. Shell and liner removed one week later and replaced with trabecular metal cup.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4). "This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late." The allofit shell shows various damages e.g scratches, polished traces and dents. The durasul-alpha insert was damaged as well by scratches and dents. There are no indications of the spikes of the shell visible on the anchoring side of the insert. Furthermore, there exists a cycle of scratches on the spherical region of the anchoring side. This indicates that the insert was not correctly snapped in the shell. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).